Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Event description:
It was reported that, "dr (B)(6) put in her 3.5 x 8mm self drilling screw in her c6-7 anchor c cage an she noticed that she could not get her screw completed seated. She couldn't get her screw completed seated because the locking ring around the screw partially came off. She removed the screw and we put in a self drilling rescue screw. The case was completed successfully and only one minute was added to the length of the case."

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: this screw was visually inspected upon return. The screw is fairly damaged on its upper part as it has rubbed with the plate. Locking clip is slightly deformed, one extremity being partially out of the groove. Functional inspection: no functional inspection is considered relevant for this case. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: one anchor c diam.3.5mm self drilling 8mm was reported partially coming off during screw insertion. The screw related to this investigation was returned, inspected and deformation of locking clip confirmed. Surgical technique warns about excessive pivoting or angulation of the drilling guide that can cause damages as well as excessive pivoting or angulation on the screwdriver that can cause damage to the screwdriver and/or screw. Corrective actions have been initiated to determine the root cause of this incident. The reported event is believed to be the result of the condition of use.

Event description:
It was reported that, "dr (B)(6) put in her 3.5 x 8mm self drilling screw in her c6-7 anchor c cage an she noticed that she could not get her screw completed seated. She couldn't get her screw completed seated because the locking ring around the screw partially came off. She removed the screw and we put in a self drilling rescue screw. The case was completed successfully and only one minute was added to the length of the case".